Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer alleges the pins on the base of the inform meter are discolored and it appears to be evidence of burning. No death or serious injury reported. Requested return of suspect device and replacement was sent.